Manufacturer narrative:
It was reported that the patient underwent gynecological surgical procedures on (B)(6) 2006 and tvt-o was implanted and on (B)(6) 2009 tvt was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent hysterectomy in 2009. It was reported that following insertion the patient experienced pain, erosion, urinary problems and vaginal scarring. It was reported that patient also underwent vaginal mesh excision and removal concurrently on (B)(6) 2009 due to vaginal mesh erosion.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2006 and mesh was implanted due to sui and pop.

Manufacturer narrative:
Date sent to FDA: 05/25/2017. (B)(4). It was reported that following insertion the patient experienced exposed mesh at the anterior vaginal wall, cystocele, rectocele, uterine prolapse, sui, cervicitis, and fibrosis. It was reported that patient underwent mesh excision and removal on (B)(6) 2009 by dr. (B)(6) at (B)(6).